Event description:
A malfunction was reported with code malf 12, and it did not cause the customer's blood glucose level to exceed 500 mg/dl. Tandem technical support provided information and assistance on how to reset the pump, as the customer was unable to do so during the call. Customer called back and resumed insulin.